Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, intermittent rv capture, and rv oversensing of right atrial (ra) signals. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.